Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract vitrectomy combination cutter stopped actuating. System message was displayed (sm). Surgery was completed with no reports of patient harm.

Manufacturer narrative:
A usb sample containing log files of the system was also received. The log files were reviewed, and the reported system messages (sm) were confirmed. Sm [pneumatics air distribution transducers offset voltage is unacceptable. Pneumatics functions are disabled.] Displayed and when the user attempted to recover the system, a sm displayed, indicating pneumatics recovery was unsuccessful. Additionally, sm [unable to turn on irrigation without sufficient air source pressure.], and sm [unable to aspirate. Please turn on infusion/irrigation.], and sm [unable to turn on infusion without a primed cassette.] Also displayed as the user tried to recover the system. After samples were tested, the customer reported events were confirmed but not replicated. As stated in the operator¿s manual notes to visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. Operating vitrectomy probes in air could result in performance degradation and/or potential hazard. The vitrectomy probe must be stopped and replaced if excessive air bubbles are in the aspiration line, air bubbles are exiting the cutter port, the cutter does not fully close or does not move when the probe is actuated, the cutting port is not open when the probe is idle, of if a reduction of cutting capability or vacuum is observed during the surgical procedure. The root cause of the reported event is attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).